Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the blood started coming out of blue port and removed extension tubing, connected new tubing with no issue.

Manufacturer narrative:
The customer reported a blood leak from the blue port, or smart site, and returned one used sample of material 20041e, lot 25065568. Upon initial visual examination, the set verified the complaint, and the smart site was deformed, and in a oval orientation. The customer photo returned helped to identify the sample, but it was unable to verify the failure. The manufacturing plant has a visual detection system for oval smart site, and this issue could not be traced to the plant. The root cause could not be determined. This is condition that is seen sometimes during transport, but this determination cannot be verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.